Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (110 service code) was confirmed. Upon evaluation, the monitor displayed service code 110. The cause for failure was isolated to a broken l1 component on the pca board. The root cause for the broken l1 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.